Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported left side capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan product.

Event description:
Explanting physician reported, left side capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
E.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 23may2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Device evaluation: a review of the device noted no manufacturing issues were observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan product.